Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6).

Event description:
It was reported that an applicator deployment issue occurred. Product was provided for investigation. Allegation is confirmed. The probable cause was determined to be broken retention tab inhibiting functionality.